Manufacturer narrative:
The equipment will not be returned to the manufacturer for evaluation, as the customer has declined returning for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Customer described the following: ¿gps¿ chest pad detection has been having some serious glitches over the past couple weeks. Tip will be demonstrated on the screen to be in the distal svc, but not showing p wave changes, so retraction of the wire, recalibrate and advance again will show a total different position, ie ij. Not all the time, but frustrating a rather unpredictable.